Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, externalized conductors were observed on x-ray. No change in electrical parameters. The lead remains implanted. The patient's condition is fine.